Manufacturer narrative:
The customer replaced the architect high concentration waste tubing which resolved the issue. There were no additional discrepant results reported on the architect c16000, serial number (B)(4), after the tubing was replaced. A review of the architect c1600558 instrument service history, identified no contributing factors to the discrepant result, nor did it identify any additional erratic or discrepant results reported. A review of the architect c16000 platform found all erratic results were below the upper control limit. No trends or similar issues for discrepant results as described in this ticket were identified. A review of historical data for the architect high concentration waste tubing associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of labelling adequately addresses sample results observed problems for erratic / discrepant results, including, but not limited to the troubleshooting performed by the customer. Based on the investigation no product deficiency was identified for either the architect c16000, serial number (B)(4), or the architect high concentration waste tubing.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated creatinine result generated on the architect c16000 analyzer on one patient. Results provided: (B)(6) 2019 sid (B)(6) = 6.79856 / 0.9538 / 0.9485 / 0.95555 mg/dl. No impact to patient management was reported.